Manufacturer narrative:
Consumer has not responded to contact attempts made to try to gather more information and retrieve the device for evaluation.

Event description:
Consumer states that she was using her toothbrush, heard a cracking sound and something imbedded in her gums and it cut her; she did bleed. Consumer states that it got infected; "inflamed and painful". Consumer states that there is "pus" and there is a possible chipped tooth. Consumer stated that the issue does go away for awhile, but then a "pocket gets filled with white pus and blood and the pain and inflammation starts again after the pocket pops". Consumer states that it is located in the right lower side of their mouth.